Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported damage to paint on components related to the leksell vantage arc system.

Manufacturer narrative:
Section d3 email address added. Section g1 contact office details updated. Section h6 coding added. Section h7 new information. Section h10 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. There was no patient involvement. Upon inspection of the vantage arch system it was found that the system was worn and that in some parts the engraved paint had fallen off during the cleaning and sterilization procedure. When the paint disappears from the engravings, the scale is still visible due to the engravings being non-anodized and the aluminium colour will provide contrast to the dark anodization. The cleaning step that the site performs does not reveal any deviations from a standard cleaning and sterilization procedure in a way that could affect the paint adherence.